Event description:
The following has been reported: the piston pusher is not retracted. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. The device history log was not provided; therefore no review could be performed. The reported device was not received in brézins for investigation. According to the diagnostic report, grinding and polishing "of the protective cap in the high position" was carried out. After this intervention, the customer indicates that the piston now moves freely and correctly. For this complaint, the root cause of the reported issue could be related to a casting flaw which is a supplier issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.